Event description:
Multiple complaints of occluded catheters that are requiring replacement and/or removal. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Eval: no product or lot number info was provided. However, it is possible that the device was not properly maintained prior to or following placement. Although, no lot number was provided, it is feasible to say that the device was manufactured prior to change where catheter maintenance instructions were added to the "instruction for use" booklet.